Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type catheter. Product ID 8709sc, lot# n308629003, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-jun-2014, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml at 890 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the hcp increased infusion rate of pump; patient was still experiencing spasticity. No environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting were reported. Patient scheduled for pump replacement due to expected end-of-life (eol). Upon disconnecting existing catheter from pump, no spontaneous retrograde flow cerebrospinal fluid (csf). The hcp reattached explanted pump (still sterile) to existing catheter, attempted to withdraw from catheter access port (cap) and no medication/csf obtained. The hcp disconnected 7.6 cm sutureless connector segment off from catheter and unable to aspirate any fluid from catheter with 24 gauge needle attached to a 3 ml syringe. The hcp made decision to replace entire catheter. Post-operatively, infusion rate decreased from 890 mcg/day to 96 mcg/day per the hcp. At the time of this report, the issue was resolved and patient status was alive-no injury. The patient¿s medical history included anxiety, depression, hypertension, seizures, lumbar fusion, laminectomy, lumbar fusion l3-l4, spinal fusion and spinal decompression (lumbar, cervical). The patient¿s concomitant medications included divalproex sodium, magnesium, vitamin d, losartan potassium- hctz, norco, venlafaxine, diazepam, adair aerosol, ropinirole hcl. The catheters and pump were returned. No further complications were reported.

Manufacturer narrative:
Pump was returned and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing. The 8598a catheter was returned and analysis found catheter/miscellaneous/acceptable testing/catheter incomplete/returned in segments. The 8709sc catheter was returned and analysis found catheter/sc connector/coring-tears-cuts in seal/meets leak criteria per (B)(4). If information is provided in the future, a supplemental report will be issued.